Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during use the proximal portion of the tube folded, almost at right angles, in the mount of the patient, with both the cuffs between the vocal cords, making impossible ventilation flow." Additional information received stated that "no desaturation or clinical complication for the patient. They solved the issue using another laser tube". Patient condition reported as "fine".

Event description:
It was reported that: "during use the proximal portion of the tube folded, almost at right angles, in the mount of the patient, with both the cuffs between the vocal cords, making impossible ventilation flow." Additional information received stated that "no desaturation or clinical complication for the patient. They solved the issue using another laser tube". Patient condition reported as "fine".

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.